Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastroin testinal/pelvic floor. A health care physician (hcp) reported that the patient mentioned that ¿it was not properly working,¿ and the interstim battery and lead were removed and replaced on (B)(6) 2020. There were no further complications reported.